Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited frequent far field r-wave (ffrw) oversensing. It was also reported that a review of the patient's episodes found one instance where ventricular tachycardia (vt) was falsely classified as supra ventricular tachycardia (svt) due to the ffrw oversensing. This episode was at a rate below the therapy zone, therefore there were not any alterations to the therapy the patient received. The ra lead remains in use. No patient complications have been reported as a result of this event.